Manufacturer narrative:
The occurrence of the event is included in the potential adverse event section of the device labeling. The frequency for this event is not greater than is usual. Unk if device was explanted. Serial number not provided for lot history review. Unable to determine if there was a device malfunction based on info provided.

Event description:
Pt was implanted with a monarc sling on (B) (6) 2007. Pt states she has pain, erosion of internal bodily tissue, and other, unspecified permanent injuries. She states that she has undergone multiple surgeries and revisionary procedures. No further info was provided.